Manufacturer narrative:
Resolution was requested from the field representative who reported that the physician considered all the data and decided to maintain the patient's routine follow-up schedule and will see the patient in three months. This report will be updated if more information becomes available.

Event description:
Boston scientific received information this cardiac resynchronization therapy defibrillator (crt-d) high shock impedances on this right ventricular lead. Noise was also present on the shock channel. No adverse patient effects were reported.